Manufacturer narrative:
Correction: sections d and h have been updated. The alleged product was not returned for evaluation.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is no longer available to be returned.

Event description:
It was reported the patient received the following results within 15 minutes: 22.9 mmol/l and 8.9 mmol/l.